Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypocalcemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they sought medical attention on (B)(6) 2025 due to issues with her omnipod dash system. She administers an off-label parathyroid hormone (pth) instead of insulin in her pump that is prescribed by her endocrinologist. The dash personal diabetes manager (pdm) turns off when unplugged, causing the pod to not deliver the required calcium she needs. She experienced chest pain, arrhythmia, muscle spasms, shortness of breath, nerve pain, and muscle pain, and was diagnosed with hypocalcemia. She received treatments including calcium, painkillers, anti-nausea medication, and blood pressure medication. The dash pdm only works when continuously plugged in. The agent advised using the insulet-supplied charging cord and offered customer product support (cps) assistance, which the patient declined. A replacement dash pdm and return delivery kit will be sent. The patient was still in the hospital at the time of the call and was discharged on (B)(6) 2025 after a three-day stay.